Event description:
It was reported that the user experienced hyperglycemia after a typical evening meal while using the ilet system with a cd infusion set, with glucose rising about 15 minutes post-meal and peaking at 286 mg/dl before trending down to 259 mg/dl by fingerstick during the call; the user had a recent sensor and infusion set change earlier that day and was unable to disconnect tubing to test flow. Symptoms included none reported. Outcomes included no alarms and no medical intervention or hospitalization, with glucose trending downward during the interaction. Investigation included phone-based troubleshooting and education addressing potential infusion and sensor issues. Investigation of this case revealed an undetermined cause of hyperglycemia, with no evidence of device alarms or confirmed infusion blockage; recent set and sensor changes and glucose improvement suggest no persistent device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.